Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer vortex cable, the gpos, and the display adapter were replaced. The software was reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.